Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the alert triggered for high impedance on the atrial lead.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for out of range measurements and replacement was attempted, however, not possible due to a possibly occluded superior vena cava (svc). The patient alerts were programmed off and the physician plans to replace the lead in the future. No patient complications have been reported as a result of this event.